Manufacturer narrative:
The standalone relay was returned to the manufacturer for evaluation. Testing found that the relay did not pass bench testing as the energized resistance was out of specifications. It was noted that there was no voltage output from the system.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative reported that the generator bar on the imaging system would not complete initialization and would result in the imaging system entering stand alone mode. The representative reported that the pleora and paxscan were not powering on. It was reported that the isolated standalone board was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect standalone board has not been received by the manufacturer for evaluation. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system displayed "system initializing please wait" without prompt from the user. It was reported that restarting the imaging system did not restore functionality. The surgeon then elected to complete the procedure with a c-arm. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of fifteen minutes due to this issue. There was no impact on patient outcome. No additional information was provided.